Event description:
A report was received that the patient underwent an explant procedure due to infection at the battery site. Symptoms include fever and the battery site was yellow and green. The patient was prescribed antibiotics. The physician does not believe that the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(6), description: linear st lead, 70cm model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.